Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation, respiratory infection, dizziness and difficulty breathing. The patient did receive medical intervention in the form of antibiotics. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and white contaminate was found on the front panel of the device. The manufacturer visually inspected the device internally and found dust/dirt contamination on the outside of the blower box and water ingress within the blower box and blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, but water ingress and presence of white contaminate were observed and are consistent with being from an external source. Section h6 were updated in this report.

Manufacturer narrative:
In the previus follow-up report (MDR 2518422-2021-05277-1), section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation, respiratory infection, dizziness and difficulty breathing. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.